Event description:
Pt was immediate post-op CABG for 3 hours. Pt had had intermittent periods of unsustained v-tach. At 1900 pt went into v-tach again. We took crash cart into room, placed patches on pt's chest appropriately and attempted to charge for shock. The charge screen came up for approximately 2 seconds and went off. The defibrillator did not charge to 200 j like it was set to charge. The red service light also came on. We checked all connections (including plugging into wall outlet) and tried again to charge with same results. We checked all connections again and tried a third time with same results. In the process another nurse went across the room to get the other defibrillator, we traded them out, attached the replacement defibrillator to the patient, charged to 200 j and shocked pt out of arrhythmia. This whole process took approximately 90-120 seconds.